Manufacturer narrative:
Results: the cat5 was fractured approximately 107.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured. This damage may have occurred due to forceful withdrawal of the cat5 from the packaging at extreme angles. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure using an indigo system cat5 aspiration catheter (cat5), the scrub technician removed the cat5 from the sterile package and noticed that the catheter was broken. The damage to the cat5 was found prior to use; therefore it was not used in the procedure. The procedure was completed using a new cat5.